Event description:
It was reported that the customer was hospitalized. Customer stated hospitalization was not due to the pump or diabetes. Reportedly, the customer fell on her tail bone.

Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a supplemental form will be submitted.